Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. As received the charger was resetting and unable to recognize a battery. The cause of the resets and inability to recognize a battery was isolated to a shorted q1 (current controlling transistor) on the bedside board. The root cause the shorted component was unable to be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.